Event description:
A pedicle screw system was implanted into the pt in 2007 for spinal fixation. Postoperative follow-up x-ray examination showed a disengaged locking nut at s1. The connecting rod was also observed to be disengaged from the screw. During revision surgery at about 28 days later to extend the fusion below the original construct to the pelvis, the locking nut was confirmed as disengaged at s1. Due to a complication related to blood loss the surgery was rescheduled to about 13 days later. During this resurgery the two screws at l5 appeared to be loose and were replaced. No other complications or adverse effects from the device have been reported.